Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. When the blue fiberoptix sensor (fos) slide was inserted into the pump, the pump failed to recognize the connection. The md requested a second pump and the pump did not recognize the fos slide. As a result, the iab was not used. The md used a non fos iab to complete the insertion.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the intra-aortic balloon (iab) was returned. The guidewire and pump tubing were not returned. Details of event indicate the iab was not used; however, it appears that an insertion attempt was made. Iab was returned inside of a sheath. There was blood on exterior surfaces of iab. Fos connector & cal key were attached to fos cable, which was attached to iab. Fos center post was in correct position in housing. Fos fiber was examined in the bladder & fiber was broken 1.5cm from distal tip. A 2mm piece of fiber was loose in the bladder. A vacuum was applied to iab & did not hold. Iab was submerged in water & pressurized. A leak was detected in the bladder. There were 2 holes in the bladder, 1.8cm & 2.6cm from distal tip. The holes were punctured from inside out & appeared to have been made from the fiber. Bladder was cutdown 8cm from the tip to examine fiber break. The amount of glue at fos tack point was not excessive. A DHR review was conducted on the iab & it met all specs & passed all in-process testing. There were no mfg abnormalities established between the DHR & the reported complaint. A CAPA has been initiated to address the issue.